Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal right coronary artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.5 x 18 mm xience v stent was deployed at 12 atmospheres (atm); however, as the stent delivery system balloon was being deflated, a proximal edge dissection was observed. A xience prime stent was used to treat the dissection successfully. The patient had a good result with timi iii flow and no residual stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.